Manufacturer narrative:
Patient samples were submitted for investigation, however the customer's results for these samples and patient information were not provided. All free thyroxine (ft4) results for these samples were found slightly below reference range. The thyrotropin (tsh) results were found within reference range. This confirms the customer's findings with other patient samples. It was determined the differences between reference ranges were possible due to different inclusion/exclusion criteria or patient population used for the calculation. Furthermore, there are differences in standardization between different manufacturers.

Event description:
The customer complained about low free thyroxine (ft4) results for patient samples with normal thyrotropin (tsh) results. The patients did not have a clinical history or symptoms and the ft4 results were normal when tested with another methodology. Of the data provided for 10 patient samples, only the results for six patient samples were discrepant. No information was provided to determine if any erroneous results were reported outside the laboratory or if any patients were adversely affected. The ft4 reagent lot number and expiration date were not provided.

Manufacturer narrative:
Additional information was provided clarifying no results were reported outside of the laboratory or to the physicians. The patients were not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).